Manufacturer narrative:
Concomitant medical products: 6935m62, lead implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced stimulation since one day after the implant procedure. The left ventricular (lv) lead was reprogrammed, the stimulation issue was corrected, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.